Manufacturer narrative:
Investigation: the following allegations have been investigated: organ perforation. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The additional information regarding organ perforation does not change the previous investigation results for aorta/vena cava perforation, embedded. Catalog number and lot number are unknown; however, the alleged filter is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2010 via the right internal jugular vein due to history of deep vein thrombosis (dvt), factor v leiden deficiency, and pulmonary embolism prophylaxis. The patient alleges device tilt and fracture, vena cava and organ perforation, embedded within the aorta and embedded within the l3 vertebral body. (B)(6) 2020, per a report from computed tomography; ¿the hook of the cook celect retrievable ivc filter is at the l2-3 interspace. The ivc filter is tilted laterally and the hook contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 19mm. One (1) anterior strut perforates the ivc wall 18mm and contacts the bowel. One (1) medial strut perforates the ivc wall 15mm and is embedded within the aorta. Two (2) medial struts perforate the ivc wall 6mm and 7mm and reside within the soft tissues. One (1) posterior strut perforates the ivc wall 14mm and contacts the l3 vertebral body. One (1) posterior strut perforates the ivc wall 19mm and contacts the l3 vertebral body of which a 10mm fractured fragment is embedded within the l3 vertebral body. One (1) lateral strut perforates the ivc wall 18mm and contacts the right gonadal vein. Thrombus within the ivc or filter cannot be evaluated on this non contrast study.¿

Event description:
The following information is alleged: the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2010. Approximately 10 years and 7 months later a computed tomography (CT) scan revealed that the ivc filter was perforating through the inferior vena cava with multiple struts extending through the vein: the ivc filter is tilted laterally and the hook contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 19mm. One (1) anterior strut perforates the ivc wall 18mm and contacts the bowel. One (1) medial strut perforates the ivc wall 15mm and is embedded within the aorta. Two (2) medial struts perforate the ivc wall 6mm and 7mm and reside within the soft tissues. One (1) posterior strut perforates the ivc wall 14mm and contacts the l3 vertebral body. One (1) posterior strut perforates the ivc wall 19mm and contacts the l3 vertebral body of which a 10mm fractured fragment is embedded within the l3 vertebral body. One (1) lateral strut perforates the ivc wall 18mm and contacts the right gonadal vein. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Non-healthcare professional. Investigation: the following allegations have been investigated: fracture, vena cava (vc)/aorta perforation, embedded, tilt. The reported allegations have been further investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Catalog number and lot number are unknown. The alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.